Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose battery contact pin. The battery contact assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device failed self-test for defib function and inappropriately powered off intermittently. Complainant did not indicate that there was any patient involvement in the reported malfunction.